Event description:
The customer contact reported leaking immediately before the option-lok male adapter connection site of the tubing set. The tubing set was being used to deliver and unspecified concentration of normal saline, which was connected to a secondary tubing set with an unspecified concentration of magnesium being delivered intravenous piggy back (ivpb). After an unspecified length of time, the customer contact reported that the solution leaked out immediately before the option-lok male adapter connection site of the tubing set onto the pt's gown. It was reported that there were no cuts, holes, tears, or device breakage noted. The tubing set was replaced and therapy was resumed. There were no reports of any averse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.